Manufacturer narrative:
Evaluation findings: conmed linvatec received the tubing set for evaluation and confirmed the reported problem. Visual examination of the package found a portion of the pouch was not sealed. Of the lot containing 600 units, there were no other similar reports received for this item and lot number combination. An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed.

Manufacturer narrative:
This 10k100 tube set was manufactured and packaged by the conmed (B)(4) facility. A review of the manufacturing process revealed that several pouches can be placed on the sealer band at the same time. The investigation concluded that the sealing process was not performed as a one piece flow process, and the angled detection system makes the band sealer go backwards when a bad pouch is detected creating a chance to have an incomplete sealed pouch. A review of the manufacturing procedure for this 10k100 tubing set revealed that there is no reference on a one piece flow process to ensure a complete seal. As a result, the following corrective actions were implemented: as of (B)(6) 2011, the manufacturing procedure was revised to include the instruction to seal only one pouch at a time. Alerted responsible personnel of the complaint and re-trained them on the revised manufacturing procedure. As of (B)(6) 2011, implemented a block system on the sealer band to prevent sealing more than one pouch at the same time.

Event description:
Our distributor in (B)(6) reported that during receiving and inspection of incoming products, it was noted that the sterile package containing the 10k100 arthroscopy inflow tube set was not properly sealed. The product sterility was therefore compromised. There was no patient involvement.